Event description:
It was reported that the 9800 system had high level fluoro greater than 20r/min with a collimator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high level fluoro was adjusted during the service call. The system was tested and found to be working as intended and put back into service.